Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 10. Details of surgery: primary stability not achieved and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene, bruxism, inadequate bone quality/quantity, and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, hypersensitivity, and inflammation. No further patient complications were reported.